Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva tpn bag was leaking from the middle port. The leak was identified prior patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured may 10, 2018 - may 12, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.